Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2451, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in 2007, after her son was born. She was told this was a safe and easy way to not have any more children as she had a very hard pregnancy and delivery. After almost a year she got pregnant and was almost (B)(6) pregnant when she had a horrible miscarriage. She did not even know she was pregnant. After being told she would not get pregnant on the essure, it was a horrible painful emotional experience. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and after almost a year she got pregnant and had a horrible miscarriage when almost (B)(6) pregnant. These events are serious due to medical significance. Pregnancy is a listed event in the reference safety information for essure, the other event is unlisted. Unintended pregnancies may occur during any contraceptive use, including essure. Some of these pregnancies occurred due to patient non-compliance, which included failure to return for the essure confirmation test. In this case it was not reported whether a confirmation test was performed, however since the pregnancy occurred almost one year after essure insertion the possibility of contraceptive failure cannot be excluded. The exact cause of the miscarriage was not reported in this case. However, considering that the pregnancy was at almost (B)(6), a mechanical interference between essure and the developing pregnancy cannot be totally excluded, therefore this event was considered related to the suspect insert. This case was regarded as incident since a serious injury was reported. Based on the available information, there is no relationship between the reported events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.